Manufacturer narrative:
The investigation for the reported syscall error issue has been completed. The product was returned, and the issue was confirmed. (Unknown return date). Data analysis: aic logs were not available for review. Device analysis: console troubleshooting was conducted in collaboration with (B)(4). Fwcheck (telnet command) revealed that the epm sau¿s hw and sw versions were listed as ¿n.a.¿ indicating the epm¿s microcontroller either had incompatible fw or could not communicate. This was a result of a bad sw upgrade. However, after manually reprogramming the microcontroller, the sw upgrade was still not successful (failed epm). Replacing the impellatronic resolved the sw upgrade issues. Per the results of the clinical review and investigation, the root cause of the sw upgrade issues was due to a malfunctioning impellatronic pca (epm circuitry). This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility's biomedical engineer reported the automated impella controller (aic) had a syscall error after a software update. There was no reported patient involvement.